Event description:
It was reported that pump screen was dark and would not turn on while red light flashed and pump beeped and vibrated in repeating pattern. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return pump using prepaid label, and replacement pump was arranged and shipped after address confirmation.